Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed power error. The customer's blood glucose was unknown at the time of incident. Customer states received replace battery now alarm and low battery alerts every few hours. The customer states the battery is new and the icon show the battery was full. Power error detected recurred within a week of troubleshooting previous occurrence. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump. The customer stated that she will remain disconnected from the insulin pump until she has been trained on her new insulin pump. The insulin pump will not be returned for analysis.